Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 5/21/1999 at a retail vendor. On 6/5/1999 she sought medical treatment for infection at the ear piercing site. The site was incised and drained and antibiotics given.